Event description:
Two drill bits used from (B) (4) hip revision system by surgeons. Both bits approximately 6cm in length (according to the measurement guide in pacs) broke off into femoral bone while being used. Bits were unable to be removed from femoral canal and were left in place.